Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with light-headedness and dizzy spells that may have been due to intermittent loss of capture on the right ventricular (rv) lead. No loss of capture was documented, however high thresholds were noted. Thresholds were the same as the programmed output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.